Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking infusion sets was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and injection caps were attached to both luer adapters. A partially circumferential split was observed at the y-site/distal tubing joint. Microscopic inspection of the splits revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via received medwatch " patient with bard clearview slim 6fr port-a-cath being sedated for wound dressing and vac change, intention being to change port while still sedated. Upon induction of sedation, port tubing was noted to be significantly leaking from the proximal tubing. Discontinued sedation and de-accessed and re-accessed patient without sedation. Patient then sedated for scheduled treatment of wound. No injury to patient noted. Two pieces of tape have been applied to the tubing so that the source of the leakage can be easily identified. "

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking infusion sets was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and injection caps were attached to both luer adapters. A partially circumferential split was observed at the y-site/distal tubing joint. Microscopic inspection of the splits revealed a granular fracture surface. Beach marks were observed in the fracture surfaces. Material buckling was observed in the vicinity of the splits. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via received medwatch " patient with bard clearview slim 6fr port-a-cath being sedated for wound dressing and vac change, intention being to change port while still sedated. Upon induction of sedation, port tubing was noted to be significantly leaking from the proximal tubing. Discontinued sedation and de-accessed and re-accessed patient without sedation. Patient then sedated for scheduled treatment of wound. No injury to patient noted. Two pieces of tape have been applied to the tubing so that the source of the leakage can be easily identified. "